Manufacturer narrative:
Lot review: suspect lot# 3419835 showed 200 units were manufactured, tested, inspected and released in april 2017, citing no exception documents. Device return: one (1) used partial 011-46102-55 monitoring kit segment; two (2) packaged 011-46102-55 mtg. Kits lot# 3419835. Visual analysis: of the "as-received" 011-46102-55 mtg. Kit segment confirmed the pressure tubing was separated from the female luer at the 4-way stopcock connector. There were no visual abnormalities with the two packaged 011-46102-55 mtg. Kits. Qe testing and analysis: the two packaged 011-46102-55 mtg. Kits were each tested to the applicable pull test specifications. The results recorded both units met acceptance criteria. The 011-46103-05 mtg. Kits bonded connections were also pull tested to failure. The results recorded both units exceeded the 6lbf specification recording tubing breakage/pull outs at 18.19 lbf and 19.59 lbf (inner tubing to the safeset assy). The qe report documents there was adhesive present on the returned used 011-46102-55 mtg. Pressure tubing segment noting the adhesive did not appear to have been adequately cured. Findings: qe analysis of the as-received returned 011-46102-55 mtg. Kit segment confirmed the reported product issue, component separation. The root cause of the failure was attributable to the manufacturing assembly bonding process. Testing and analysis of the two returned packaged 011-46102-55 mtg. Kits recorded no defects/ out of spec conditions. Final summary: the reported complaint of tubing separation was confirmed. The root cause of the failure was from the adhesive being insufficient from the manual bonding process. Manufacturing and quality, have been notified, for their heightened awareness. ICU medical will monitor and trend.

Event description:
Complaint received regarding one transpac mtg kits reporting that the pressure line fell apart from safeset after 24 hours of use. No adverse patient consequences or baseline changes reported.

Manufacturer narrative:
Lot review: suspect lot# 3419835 showed (B)(4) units were manufactured, tested, inspected and released in april 2017, citing no exception documents.

Event description:
Complaint received regarding one transpac mtg kits reporting that the pressure line fell apart from safeset after 24 hours of use. No adverse patient consequences or baseline changes reported.

Manufacturer narrative:
Lot review: suspect lot# 3419835 showed (B)(4) units were manufactured, tested, inspected and released in april 2017, citing no exception documents. Engineering testing: - the as received one used mtg segment was confirmed/mfg.related ; two packaged mtg kits - no out of spec conditions; pull test to failure exceeded minimum spec. Engineering testing and analysis of the returned "as-received" mtg. Segments; packaged same lot samples and in-house engineering samples recorded mixed results. Additional engineering testing and analysis to further challenge the applicable component sub assembly and manufacturing solvent processes were initiated and are in progress. As an interim measure heightened inspections have been initiated.

Event description:
Complaint received regarding one transpac mtg kits reporting that the pressure line fell apart from safeset after 24 hours of use. No adverse patient consequences or baseline changes reported.